Event description:
It was reported that an unspecified malfunction occurred. The patient stated that she tried to pair a new transmitter multiple times. After a few minutes in the warm up process the cgm would display, "transmitter not found". On (B)(6) 2025, while waiting for the patient's last attempt to pair the transmitter, they were waiting for the sensor to complete the pairing process. During this time, the patient "hit the floor" and had a seizure. This event happened around supper time. Prior to the seizure, she felt bad headaches and blurry vision, and was shaking. Her daughter found her having a seizure on the floor. Her daughter called 911. Paramedics went to her house and they contacted her doctor, the doctor instructed the paramedics to give her a certain amount of insulin via IV. When her sugar levels went down, she woke up and she declined to be brought to the emergency room. It was reported that the transmitter ended up working the next day. At the time of the report, the patient felt fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.